Manufacturer narrative:
The p-cap / reservoir locked properly during testing. Unit received with operating currents within specification. Unit passed functional testing including the rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08715 inches. Pump error 63 alarm noted during self test and confirmed in pump history due to broken trace at pin # on u1 keypad assembly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had auto test error and had experienced hyperglycemia. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.